Event description:
On 8/18, lymphocele sclerosed with betadine at 0800. Tube to be unclamped 1 hr. After insertion. Documentation by nurse at 1115 that tube was opened. Pt discharge at 1700. On 8/20 pt returned to x-ray dept with leaking around tube. Stopcock was in off position preventing any drainage. Fluid was aspirated and tube reattached to bag. Pt has been seen on 3 add'l occasions to check on resolution of lymphocele. Tube was originally placed 8/10/94 stop cock is added to the tube.